Event description:
It was reported that on literature review "long-term outcomes of a dual-mobility cup and cementless triple-taper femoral stem combination in total hip replacement: a multicenter retrospective analysis", 1 patient suffered from a deep infection after a primary thr with the polar system. It was not reported how the adverse event was resolved. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: doi.org/10.1186/s13018-019-1436-y. Cypres, a., fiquet, a., girardin, p., fitch, d., bauchu, p., bonnard, o., ... & roy, c. (2019). Long-term outcomes of a dual-mobility cup and cementless triple-taper femoral stem combination in total hip replacement: a multicenter retrospective analysis. Journal of orthopaedic surgery and research, 14(1), 1-6.

Manufacturer narrative:
H3, h6: in the literature article of cypres et al. 2019 [1], it was reported that, 1 patient suffered from a deep infection after a primary total hip replacement surgery with the polar system. The device, used in treatment, was not returned for investigation and the part and batch number of the reported complaint are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. The severity and the failure mode are covered through our risk management. A thorough medical investigation could not be performed due to insufficient information. The reported failure mode"infection" is stated as a potential adverse device effect in the hip instruction for use of smith and nephew (lit. No. 12.23 ed. 03/21). Based on the performed investigations, the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event and it is not possible to perform a review of past corrective actions. No probable cause can be determined and no further actions will be taken to this date. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues.